Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp (healthcare professional) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the MRI tech stated that the patient claimed the stimulator stopped working about a year ago. Could not troubleshoot due to lack of access to product. Managing hcp was not known. No further complications were reported or are anticipated.